Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "I was hanging the scheduled micafungln as a secondary IV I linked it as per protocol in epic and spiked the bag and started the pump as usual. After doing a few other things in the room while I was in there I noticed that the micafungin has completely gone as lf it was given as a bolus. I immediately checked the patient and assured I hung the micafungin on the correct line. I also turned on lights to ensure that I didn't spike through the bag. Once that was determined. I brought in another nurse to ensure that everything was done correctly. It was done correctly the pump was discovered to be malfunctioning the pump channel was changed out." An incomplete date of event of xx-mar-2019 was provided. Received products for investigational purposes that included a medication label providing the following additional event information: micafungin (mycamine) 150mg in nacl 09% 100ml bag to be given every 24 hours. The event occurred in the cvicu.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Continued from ml baxter bag lot y287946 exp may 2020 0.9% sodium chloride injection;100 ml baxter bag lot p388306 exp jul 2020 0.9% sodium chloride injection

Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "I was hanging the scheduled micafungln as a secondary IV I linked it as per protocol in epic and spiked the bag and started the pump as usual. After doing a few other things in the room while I was in there I noticed that the micafungin has completely gone as lf it was given as a bolus. I immediately checked the patient and assured I hung the micafungin on the correct line. I also turned on lights to ensure that I didn't spike through the bag. Once that was determined. I brought in another nurse to ensure that everything was done correctly. It was done correctly the pump was discovered to be malfunctioning the pump channel was changed out." An incomplete date of event of xx-mar-2019 was provided. Received products for investigational purposes that included a medication label providing the following additional event information: micafungin (mycamine) 150mg in nacl 09% 100ml bag to be given every 24 hours. The event occurred in the cvicu.

Manufacturer narrative:
The customer¿s report of over-infusion of micafungin was not confirmed in the event log or replicated during testing. Review of the pcu event logs found no error or malfunctions on the customer¿s complaint date. Functional testing performed on the pump module found the device delivering fluid within specification. Functional testing of the received administration set found the check valve working as intended. Dimensional analysis of the silicone segment tubing of the customers returned IV set found the silicone segment of the primary set within specification. The root cause was not identified.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Ethnicity: not hispanic/latino.

Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "I was hanging the scheduled micafungin as a secondary IV I linked it as per protocol in epic and spiked the bag and started the pump as usual. After doing a few other things in the room while I was in there I noticed that the micafungin has completely gone as lf it was given as a bolus. I immediately checked the patient and assured I hung the micafungin on the correct line. I also turned on lights to ensure that I didn't spike through the bag. Once that was determined. I brought in another nurse to ensure that everything was done correctly. It was done correctly the pump was discovered to be malfunctioning the pump channel was changed out." An incomplete date of event of (B)(6) 2019 was provided.